Event description:
Initial ck-md 94.5 ng/ml result was repeated and recovered ck-mb 2.7 ng/ml along with a troponin t result of 0.057 ng/ml. Incorrect result was not used to provide any patient treatment. Field service representative ran the performance check, but could not duplicate the problem.